Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump did not save time for the morning dose, it was reported that the pump allowed the administration of the morning dose whenever the morning dose button was pressed. Per reporter because of the possibility of accidental overdose, the pump was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Functional testing involved multiple tests with moring dose and extra dose executed and it was not possible to give a bolus during the lock time. The pump settings were found to be normal; pump passed all tests and was found to be operating properly. Based on the investigation, the complaint allegation was not confirmed.